Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but after the malfunction persisted, they arranged for a replacement pump. The customer was advised to use mdi as a backup therapy and received instructions for returning the faulty pump to tandem.